Event description:
The bench technician found the battery deflective. No patient involvement reported. The bench technician found the battery deflective. The customer is informed that the device needs a new battery. The customer to obtain battery, no further action on this issue. Was the device being used on a patient at the time of the event, including for the purposes of diagnosis? No. Was there any adverse event to the patient or user? If yes, describe? No. If there was an adverse event, did the device cause or contribute to the adverse event, and how? No, there was no reported adverse event to a patient or user as a result of the issue.